Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. Lesion 1 was a 90% stenosed portion of the 1st right posterolateral branch with timi flow 3. The physician treated the lesion with predilatation using an apex 2.0x15mm balloon catheter inflated 30 seconds at 14atm. The physician implanted a 2.25x28mm taxus liberte atom stent. Post-dilatation was performed using a 2.25x8mm quantum apex balloon catheter. Residual stenosis was 1%. Lesion 2 was a 80% stenosed portion of the 1st right posterolateral branch with timi flow 3. The physician treated the lesion with predilatation using an apex 2.0x15mm balloon catheter inflated 30 seconds at 14atm. The physician implanted a 2.25x8mm taxus liberte atom stent. Post-dilatation was performed using a 2.25x8mm quantum apex balloon catheter. Residual stenosis was 1%. Lesion 3 was a 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation using an apex 2.25x8mm balloon catheter inflated 24 seconds at 14atm. The physician implanted a 2.25x16mm taxus liberte atom stent. Post-dilatation was not performed. Residual stenosis was 1%. The patient was discharged on aspirin and plavix. Following the index procedure, the patient returned with the complaint of having recurrent chest discomfort and shortness of breath. This has waxed and waned over the last several hours. He finally came to the emergency room around noon. He was noted to have some respiratory distress. In (B)(6) 2012, the patient underwent a left heart catheterization with ventriculography and right coronary angiography, which revealed a left anterior descending (lad) 90% stenosis at the site of a prior stent, and 90% in the ramus intermedius with a calculated ejection fraction approximately 50%. Balloon angioplasty on the 90% lesion in the mid lad, and a balloon angioplasty on the 95% lesion in the ramus intermedius with 1% residual stenosis in both arteries. The patient was discharged four days later.